Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, multiple bands were adhered and deployed together at the same time. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: the patient's identifier is (B)(6). Block e1 (initial reporter address 2): (B)(6). Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block 11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with three bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that the secured. No problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. Upon analysis, it was observed that the returned ligator housing had three bands attached to it. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The reported problem happened during the procedure and there is not an objective evidence or descriptive conditions to confirm the reported event; therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block a1: the patient's identifier is (B)(6). Block e1 (initial reporter address 2): (B)(6). Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, multiple bands were adhered and deployed together at the same time. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.